Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to an unsuccessful ring repair. The patient then had a #29 mosaic porcine valve implanted. It was learned that the patient expired approximately 1 month after the surgery (on (B) (6) 2010), due to unknown reasons.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information, a copy of the operative report, and a copy of the discharge summary were received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.